Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited loss of capture (loc). It was noted that the patient heart rate was in the 30 beats per minute (bpm) and believed to be due to the rv loc. At this time, no adverse patient effects were reported. This rv lead remains in service. Subsequent additional information was received that reported that the right ventricular (rv) lead loss of capture (loc) was determined through in clinic threshold testing to be due to increase in rv lead threshold and sub threshold outputs. The lead settings were reprogrammed to ensure capture. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited loss of capture (loc). It was noted that the patient heart rate was in the 30 beats per minute (bpm) and believed to be due to the rv loc. At this time, no adverse patient effects were reported. This rv lead remains in service.